Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with excessive no delivery alarms. The customer states the pump was exposed to fluid. The customer states there was moisture in the reservoir. The customer's blood glucose level was 175mg/dl. The customer's levels had been as high as 427mg/dl due to quick release leaking. Troubleshoot was conducted and bent cannula was noted. The customer declined to further troubleshoot. The customer was advised to monitor the device and call back if issues persist.